Event description:
Removed cci from patient due to hydrocephalus which the patient had. Enlarged ventricles and dura.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.